Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of around 50 mg/dl. The customer has been experiencing low blood glucose levels ever since they had an x-ray taken while wearing the insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was not wearing the insulin pump during the hospitalization. The customer was assisted with troubleshooting and the device passed the test functions. The insulin pump will not be returned for analysis.